Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that significant noise was observed on atrial lead prior to device changeout procedure. Pectoralis stimulation elicited significant myopotential oversensing consistent with can on lead abrasion. Analysis of merlin.net transmissions showed noise events as early as (B)(6) 2014. The generator change was postponed until a lead revision. Patient's condition was stable.

Manufacturer narrative:
A partial lead measuring 17.9 cm from the connector pin was returned for analysis. External insulation abrasions were found breaching the outer insulation and exposing the outer coil at 14.5 ¿ 15.0 and 15.1 ¿ 15.3 cm from the connector pin consistent with friction to the device can. The cause of the reported event is consistent with friction to the device can.

Event description:
New information received notes that noise consistent with can-on-lead abrasion was observed on atrial egm in the form of ams on or before (B)(6) 2013. Insulation abrasion was noted on both atrial and right ventricular leads. Leads were explanted and replaced without any complication. Patient was stable.